Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, although a conclusive root cause could not be determined, it is likely that a blurry image was displayed due to the following: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. The following information is stated in the IFU (instructions for use) which may help prevent the issue: operation manual inspection of the endoscopic system operation manual important information ¿ please read before use warnings and cautions testing and inspection also found the following: the objective lens was dirty due to insufficient cleaning, the connector cover had a crack and is dirty due to mishandling, the adhesive on the bending section cover had a crack, the bending section cover was dirty caused by handling, the coating on the connecting tube was peeling due to chemical stress, due to insufficient cleaning the control unit was dirty, the scope cover had a scratch due to physical stress, due to insufficient cleaning the grip is dirty, switch number 1 had a scratch due to physical stress, due to chemical stress the universal cords coating was peeling, due to chemical stress the video cable¿s coating was peeled, the video connector and the video connector case had a scratch due to physical stress, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they experienced a blurry image. There were no reports of patient harm associated with this event.